Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and right ventricular (rv) lead due to bacteremia. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 13f tightrail sub-c rotating dilator sheath on both leads, moderate calcifications were cleared. Next, utilizing a spectranetics 14f glidelight laser sheath on the rv lead, advancement was made to the distal coil when tissue plowing occurred, and upsized to a spectranetics 16f glidelight laser sheath, clearing the distal coil, but not further beyond. Therefore, targeting the ra lead, the 14f glidelight was used and progress was made to the ra distal tip, and the coil was freed from the heart. Still experiencing some resistance, lasing continued, and with further traction, the lead pulled back in the 14f glidelight and was extracted. However, the patient's blood pressure dropped and a pericardial effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including sternotomy, and an ra perforation was discovered and repaired. The rv lead was removed post-sternotomy, and the patient survived the procedure. This report captures the 14f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient date of birth - not available from facility. A3) patient gender - not available from facility. A4) patient weight - not available from facility. A5) patient ethnicity - not available from facility. B7) other relevant history - not available from facility. D4) device serial number - not available from facility. H3) the glidelight was discarded, thus no returned product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of glidelight devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.